Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: using too long of an implant or installing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient's si joint pain resolved but he complained of left leg pain four days later. The surgeon determined that the inferior positioned implant was impinging on the neuroforamen. One week after the initial procedure, the surgeon performed a revision procedure where she removed the implant. No bone graft or additional hardware was added. No other preexisting implants were adjusted or removed. The patient's pain symptoms resolved following the revision procedure.

Manufacturer narrative:
Previous revision to remove one of three si joint implants due to possible nerve impingement occurred in (B)(6) 2020. The patient complained of continued leg pain after the first revision. In (B)(6) 2020, the surgeon removed the remaining two si joint implants. The patient's pain symptoms resolved following the second revision procedure. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7055m-90, lot# 2717691, mfd. 12/17/19, exp. 2024-12-17, gtin (B)(4); 2nd (middle): ifuse-3d implant, p/n 7050m-90, lot# 2694381, mfd. 10/30/19, exp. 2024-10-30, gtin (B)(4).

Event description:
See section h.10.